Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2005, after the use of the product.

Manufacturer narrative:
This is one event reported on the same pt involving three separate products and associates with MDR #'s 1225714-2013-01474, 1225714-2013-01475 and 2937457-2013-00111.